Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that two doctors were performing a surgery using a spare reamer tube, during the process of screw extraction the device got broken. The screw remains on the patient as the doctor was not able to remove it. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that no pieces of the broken reamer tube were left in the patient.

Manufacturer narrative:
A product investigation was completed: the investigation has shown that the item is broken off as complained. The review of the production history revealed that this instrument was manufactured in february 2013 and that it conforms to the specification. No manufacturing related issues that would have contributed to this complaint were found. The broken surface is homogenous which indicates material conformity to the specifications as well. Based on these findings we conclude that the cause of the failure is not due to any manufacturing non-conformances. Visual inspection: the spare reamer tube is broken. A review of the device history records found no issues that would have contributed to this complaint. No manufacturing related failure could be detected. The exact cause of failure cannot be determined due to insufficient information. (B)(4) no device fragments were left in the patient. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was no surgical delay reported.

Manufacturer narrative:
Patient information is not available for reporting. Device history review: manufacturing location: (B)(4)- manufacturing date: february 27, 2013. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device is an instrument and is not implanted or explanted. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.